Event description:
A drill pin broke during surgery and the tip was left in the pt's femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.